Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a device check. The pacemaker could not be interrogated. It was determined that the device was most likely at its elective replacement indicator. No intervention has been reported. The patient was reported to be stable.

Event description:
New information reported that the device was removed and replaced on (B)(6) 2018. The patient was fine post-procedure.